Event description:
It was reported that during a visceral procedure, the device did cut, but there was an incomplete staple line; the anastomosis was not correct. Three separate devices were used to attempt to complete the procedure and the same problem kept occurring. The procedure was converted to open, and a fourth instrument was used in order to complete the case. The hospitalization time was extended. Additional information has been requested.

Manufacturer narrative:
Date sent: 07/28/2009. Information anticipated, but unavailable at this time.